Event description:
It was reported that detachment of the core wire occurred. A left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx pro closure device and a watchman double curve access system (was) were selected to be used. A versacross connect and a was sheath were used, and transeptal puncture (tsp) was performed at the inferior/posterior site. A 31mm closure device was selected, and after confirming the synchronous movement of the closure device and wire by pulling the core wire proximally during preparation, flushing was performed according to the instructions, and it was inserted into the was. A bolus was created along the target antegrade axis, followed by slow unsheathing, at the moment of deployment using the advance technique, the core wire detached from the screw, resulting in an unintended release. An attempt was made to retrieve the closure device using a large diameter was sheath, a non-boston scientific (bsc) agilis, and biopsy forceps, but coaxial alignment could not be achieved, and the grasping force of the forceps was insufficient, making retrieval difficult. The non-bsc agilis was removed, and a was trusteer was inserted into the large diameter was sheath, using deflection, the part near the screw was successfully grasped and it was pulled in a manner similar to a tug test at 45/135 and 0/90 degrees, confirming that it could be pulled back. Although the position, anchor, size and seal (pass) criteria was not fully met, considering the risks associated with retrieval, it was deemed more prudent to leave the closure device in place, and it was deployed at that position. There was no pericardial effusion, and hemostasis was completed without any issues. As a precaution, the patient is being admitted for an extended two-week period for monitoring, there have been no changes in the patient condition, including any device migration.